Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2020-04-24: it was further reported that the atrial lead was explanted and replaced.

Event description:
It was reported that there was low impedance and noise on the atrial lead when it was programmed to unipolar, it was also noted that bipolar impedance was lower than unipolar and the thresholds were rising. It was further reported that the patient was experiencing pocket stimulation in the unipolar mode. The lead would not sense and would not pace at full output when programmed bipolar. The lead was programmed unipolar and is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was low impedance and noise on the atrial lead when it was programmed to unipolar, it was also noted that bipolar impedance was lower than unipolar and the thresholds were rising. The lead was programmed unipolar and is still in use. No patient complications have been reported as a result of this event.